Event description:
It was reported that during preparation for a holmium laser prostate surgery, the fiber was not detected by the console unit. The fiber was replaced, and the procedure was completed. The fiber was returned, and analysis revealed an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the tip was in good condition. Microscopic analysis found the fiber tip in good condition, and an internal connector fracture. During functional testing, the console prompted error code 65 sis fault (restart system if error repeats, replace fiber. Resume). The error message that occurred during functional testing is likely related to what the customer experienced thus confirming the reported event. The sis is the fibers secure identification system, the identification system in the fiber was likely faulty. The fracture found within the connector component can occur during procedural handling of the fiber during setup. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device instruction for use instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.